Event description:
It was reported that the battery charger was burnt. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.

Event description:
Correction: the correct date of awareness is december 12, 2022 ; not december 13, 2022 as previously reported.